Event description:
Ous MDR - after an implantation period of about 16 months, pacing impedance values < 200 ohm were reported via home monitoring. At a follow-up, oversensing was observed during provocative maneuvers. The physician recommended a lead revision. The lead remained implanted at that time. No adverse patient side effects have been reported. As of today no further details with regard to lead revision are available. Should we get more information, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection of the lead demonstrated a damaged insulation at a distance of some 30cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the inner conductor cables was found rubbed through in this area. These findings can be considered as the root cause for the mentioned clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.